Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The controller and left motor/gearbox assembly were returned for evaluation, however subsequent testing could not verify the complaints. No problem was found with either component. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states that the chair is slowing down and speeding up.